Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
One got stuck...couldn't find it, had to dig it out- vagina [foreign body in reproductive tract] got one stuck...had to dig it out [complication of device removal] case narrative: consumer reported via e-mail that a tampon got stuck. No serious injury reported.